Manufacturer narrative:
(B)(4). D10: item#010000662; lot# 7345194; g7 pps ltd acet shell 50d item#30103204; lot# 65525190; g7 vit e neutral lnr 32mm d item#51-101080; lot#7046309; tprlc 133 fp type1 pps ho 8.0 g2: foreign: netherlands the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty completed. Approximately 17 months post-op, the prospective clinical study reported the patient experienced pain in multiple places on the upper right leg. An MRI was performed, and complication was confirmed to be a trochanteric bursitis. The outcome is pending, and no information is yet available on the treatment.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty completed. Approximately 17 months post-op, the prospective clinical study reported the patient experienced pain in multiple places on the upper right leg. An MRI was performed, and complication was confirmed to be a trochanteric bursitis. An ultrasound guided injection was performed; the outcome still pending. No further event information available at the time of this report.